Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 16 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, an inspection/decomposition was performed in the repair department. From the result, it was confirmed that the phenomenon, ¿the image flickers¿, was reproduced. As a result of the cause segmentation, it was determined that the cause of the said phenomenon was the deposit to the video connector socket. A root cause could not be identified; however, wear and tear damage were determined as likely causes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned an asset evis exera ii video system center to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, the image was flickering. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered deposit on the video connector socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.